Event description:
The device reportedly displayed a constant connect electrodes message during pt use. The disposable electrodes were replaced and the message recurred. The pt's outcome and details were not reported.